Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s recharger antenna wire was pulling out of the ¿little donut¿ the patient noticed this during the charge session prior to their most recent charge session. The recharge antenna had also gotten warm a few times. Patient services reviewed the potential for the recharge antenna to get warm based on the charge level, but noted that the recharger was being replaced for damage. The caller noted that the controller screen had gone white/frozen a couple of times. They stated that they needed to reset the controller battery when this happened. No out of box issues were reported. No medical or therapy problems were associated with the small parts complaint. The patient had a warm transfer to the repair team. The wire pulling out of the recharger started this month. The recharger getting warm occurred a couple of times on and off the last four months. The controller screen going white a couple of times had also been occurring for about the last six months. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharger antenna was frayed and had cracks in the cable. Also, that there was a failure with the recharger and that a "no device found" message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.